Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 093-28, lot# va0kf19, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was initially reported on (B)(6) 2015 crts that the patient was experiencing a loss of therapeutic effect. Patient's daughter, later reported on (B)(6) 2015, and was calling for additional direction, and said that patient met with manufacturer¿s representative, this past tuesday, (B)(6) 2015 and was reprogrammed, was told that it was set too high and switched to a different program. Ever since that appointment, the patient's symptoms had not improved. They had tried all of the programs and she just doesn't think that therapy is helping anymore. The caller wanted to speak to the manufacturer¿s representative, however she does not have her contact information. The caller also mentioned that patient was having a surgical procedure on tuesday for her bladder control issues. The patient's managing hcp (healthcare provider) for device is performing the surgery. If additional information is received, a follow up report will be sent.